Event description:
Boston scientific received information that during routine pre-implant testing, a manual capacitor reformation was performed on this boxed device. Subsequently, radio frequency (rf) telemetry was lost and could not be restored. An attempt to interrogate this device with a second programmer was also unsuccessful. The decision was made to not implant the device and a second device was implanted successfully. No adverse patient effects were reported and the device was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection did not reveal any anomalies. Testing confirmed that the device could not support telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed that an internal component (transformer) had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to establish telemetry was secondary to electrical overstress damage of the device circuitry during pre-implant testing.